Manufacturer narrative:
Implant date: exact date unknown, implanted approximately 90 days prior explant.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence, leading to a replacement surgery. During the procedure, it was determined that reducing cuff size would give the patient a better fit. There were no patient complications reported, and it was said that the patient is expected to be dry after recovery.